Manufacturer narrative:
All available information was investigated, and the reported resistance on clip release could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported resistance on clip release and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During the procedure, the clinical professor felt that the steerable guide catheter (sgc) operation was not smooth and suspected that the +/- key might be damaged as there was a rebound while using the sgc. There was resistance when the clip was released and caused the leaflet to tear. The physician believed that the tear was caused by the device. The procedure was concluded with a mr of 3+.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During the procedure, the clinical professor felt that the steerable guide catheter (sgc) operation was not smooth and suspected that the +/- key might be damaged as there was a rebound while using the sgc. There was resistance when the clip was released and caused the leaflet to tear. The physician believed that the tear was caused by the device. The procedure was concluded with a mr of 3+.